Manufacturer narrative:
The reported event has been determined to be a post-placement/pre-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or the lack of osseointegration. A report review of this complaint by the project manager indicated that this complaint was in regards to a trauma case and issues arose due to blood vascularization.

Event description:
Doctor was trying to remove healing abutment and implant moved and unscrewed out of implant site (23). The initial complaint indicated that the product failure was a healing abutment issue, however, upon a recent review of this complaint, it was confirmed to be a failure of one implant with successfully placement of another implant. This was clarified through discussions between the project manager and the customer.